Manufacturer narrative:
In-house testing was performed on retained kit lot 161115 with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lots 161115 were reviewed. The lot met the required release specifications. A review of the complaints reported false negatives related to lot number 161115 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. As described in the package insert under the section limitations of the test: "specimens from individuals infected with (B)(6) who are receiving antiretroviral (art) therapy may produce (B)(6) test results. "A (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." Based on the available evidence, it appears a malfunction may have occurred with the first test. The exact root cause of the reported issue could not be determined.

Event description:
A (B)(6) test performed on serum with the alere determine hiv 1/2 ag/ab combo was reported on a male patient with known (B)(6). The test was repeated on the same sample and with a second sample, both of which had positive results. The conflicting results suggest a malfunction may have occurred with the first test. At the time of the event there was no indication of a reportable event based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).